Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of in this incident, it was determined that medbank myqlink (mql) was not syncing with 492 pending files. A technical support specialist (tss) attempted to remotely access the system but was unsuccessful. A remote access link was shared; however, the connection still failed. The customer was guided to verify all cable connections as per the cable diagram, and all were confirmed to be secure. The customer restarted the cabinet multiple times, but the issue persisted. The tss asked the customer to coordinate with the facility information technology (it) team to resolve the issue. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, medbank myqlink (mql) was not syncing. Customer rebooted the device multiple times still issue persisted.however, there were no delay in patient care and no adverse events or injuries reported based on this event.